Event description:
It was reported that during an unknown procedure, the jaw of the device could not open after the first firing with the white reload. The surgeon cut the tissue and used hand sewing to ligate the vessel. Changed new device to complete the surgery. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: release button the ec45a device was received for analysis with the anvil closed and with an ecr45w cartridge loaded on the device. The cartridge was received fully fired and in good visual conditions. The clamping mechanism was noted to be damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the release button was noted to be damaged. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the release button if the applied load is high enough. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.